Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the potential for breakage or failure as follows: "...the lap-band system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect."

Event description:
Allergan sales representative reported for a surgeon that a "patient was in a car accident and the port tubing snapped." This is the only information available as of now. Follow-up findings: "patient was in a car accident and the seatbelt was over port site, so patient came into see if port was ok." The explanting doctor attempted a fill and the patient had no restriction. A barium swallow was performed and the doctor saw the liquid was leaking through. The port was explanted and replaced. The explant port is being returned. The surgeon has not absolved the device. Allergan takes the conservative approach to reporting.